Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was reported to be cardiac arrest. The day prior to death, the patient was hospitalized for chest pain. Treatment for chest pain was not reported; however, it was reported that medical intervention was required. The patient was not performing therapy when they passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The power on self-test was successfully performed. The homechoice device was evaluated and all functional tests were determined to meet the functional performance specification requirements. A short simulated therapy was successfully performed. The cause of the reported problem could not be determined. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.